Event description:
The customer contact reported device breakage; subsequently, blood loss and a leak of a chemotherapeutic agent were noted. The primary tubing set was being used to deliver an unspecified solution. At an unspecified time, the option-lok male adapter of the plumset was connected to the distal clave y-site of the primary tubing set for delivery of an unspecified chemotherapeutic agent. After the chemotherapeutic delivery was completed, it was reported that as the nurse was disconnecting plumset from the distal clave y-site, the option-lok male adapter of the plumset broke off into the clave y-site. Unspecified volumes of the chemotherapeutic agent leaked and blood loss was noted. The chemotherapeutic agent that leaked was cleaned up according to the user facility's protocol. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).